Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator suddenly shut down during the patient ventilation. The present nurse observed multiple restarts of the device. The ventilator was replaced immediately. The patient was ventilated with a demand valve and ambu bag. No patient injury has been reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected evita xl was examined by the technician on site. During testing the reported problem could be reproduced. After a short period of operation, the device repeatedly rebooted and generated a continuous audible alarm. Based on the logbook entries, the power supply and the pcb cpu were replaced. A subsequent device check and device endurance run were passed by the device without deviation. The replaced components were analyzed by the manufacturer in lübeck. In the investigation of the power supply no error could be found. When installing the pcb cpu into another evita xl, this unit could not fully boot up and repeatedly rebooted. It could be concluded that an electronic error on the pcb cpu was the cause of the reported incident. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.